Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of an inability to pair the patient application to the implanted device was confirmed. The patient application logs were reviewed and it was confirmed that the device was not able to be discovered. No additional information was received to investigate the cause further. There was no evidence of a device malfunction based on the information received.